Manufacturer narrative:
(B)(4). Study: (B)(4) registry clinical trial. According to the complainant, the suspect device is under clinical study and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator¿ endoscopic mucosal resection device was used on (B)(4) 2016 as part of the (B)(4) captivator emr registry clinical trial. On (B)(6) 2016, the patient was confirmed of having a barrett's esophagus with visible abnormality. The indication for the emr procedure was low-grade dysplasia (lgd) in focal lesion. The patient did not required discontinuation of anticoagulant therapy. On (B)(4) 2016, the patient underwent an endoscopic mucosal resection (emr) procedure. The lesion was located 33 cm from the dental arch at 4 o¿clock. The estimated diameter of the lesion was 15 mm with a maximum circumferential extent of 17%. The lesion appeared superficial, elevated (0-iia) and superficial shallow, depressed (0-iic). After lesion delineation, but prior to resection, endoscopic imaging was performed. Two resections were performed and immediately after lesion resection, endoscopic imaging was performed. Lifting was not performed. Lesion was successfully resected in a single procedure. All resection specimens were retrieved for histopathological examination with the captivator emr cap/snare. Incidental bleeding requiring intraprocedural hemostasis occurred during the procedure. Coagulation with tip of snare and coagulation grasper were used for hemostasis. The captivator¿ emr pathology kit was used for histological processing of retrieved samples. Two specimens were retrieved and histology showed cancer. Infiltration depth was t1m3 and radicality of deep resection margins was r0. Tumor differentiation was moderate (g2) and lymphovascular invasion was not present. On (B)(6) 2016, the patient experienced bleeding. The event was considered serious and moderate. The event was not related to the captivator¿ emr device; however, it was related to the emr procedure. The patient was hospitalized from (B)(6) 2016 and was treated with sucralfaat and pantoprazol. On (B)(6) 2016, the patient was discharged and the event was reported as resolved.